Event description:
Customer reported the device alarmed failed battery test. Customer's blood glucose was 254 mg/dl. Alarm and possible cause were explained to the customer. Customer was advised of recommended batteries. Alarm was cleared. Customer was advised to check battery cap for damage, contact are damaged. Customer was advised to revert to back up plan until new battery cap arrived. Customer called back and stated he cleaned battery cap and put in a new battery from an unopened battery pack and the device alarmed again. Customer was advised the device needs to be replaced and to revert to back up plan. No further information reported.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery, failed battery test, weak battery or off no power alarm noted, however the battery tube was corroded. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.